Event description:
The customer is reporting a photoactivation module leak during treatment procedure. Complainant name: same as reporter. Customer stated a blood pump alarm had occurred during cycle 3, and she then found there was a blood leak inside the photo activation chamber from the photo activation module. Customer stated the treatment was then aborted, and they manually returned some of the blood in the kit to the patient. Service order (B)(4) was created to inspect the instrument. Customer returned the kit for investigation.

Manufacturer narrative:
A review of the lot file for a726 was performed. There were no non conformances associated with this complaint for this lot. This lot met all release requirements. A review of complaints received for lot a726 was performed. There were no other photoactivation module leaks reported at the time of the investigation for this lot. Service order (B)(4): field engineer cleaned all spillage throughout the instrument, ran section 7 system checkouts to verify integrity of instrument. Instrument was been verified to operate as expected. The return was received for investigation and the complaint was confirmed. Inspection shows the tubing to the photoactivation module has a hole in it causing a leak. It appears that the cause of this leak is due to insufficient solvent applied to the bond socket. Manufacturing operator training in this area has been completed and is on file. Based on a review of complaints for lot a726 and surrounding lots, it appears that this leak is isolated in nature and not part of a larger, systemic issue. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp number (B)(4). Please refer to CAPA number (B)(4).